Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of nearly 500 mg/dl and ketones. Customer was treated with IV and insulin at the hospital. Customer mentioned receiving a motor error alarm and a lost sensor alarm. Customer's blood glucose reading at the time of the call was 370 mg/dl. No further information reported.